Event description:
On an unk date, this pt had open repair whereby the aortic arch was replaced with a surgical graft. On a later date, the pt presented with a type b aortic dissection. On (B)(6) 2009, this pt was implanted with a gore tag thoracic endoprosthesis to cover the primary entry tear located next to the distal end of the previous implanted surgical graft. On (B)(6) 2009, f/u imaging revealed a proximal type I endoleak. This appears to be reperfusion into the false lumen from the primary entry tear. On (B)(6) 2009, a add'l procedure was undertaken to repair the endoleak whereby a palmaz stent was implanted within proximal end of the tag device. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.